Event description:
Insulin squirts out the side of the cartridge. Cartridges have all been checked prior to use with no cracks seen. Pt was seen in dr's office due to elevations in blood sugar as a result of receiving partial dosages. No add'l treatment prescribed.